Manufacturer narrative:
This report is filed on october 06, 2016. Registration number 3009092818 exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, in order to place an internal magnet.